Event description:
Boston scientific received information that this patient was brought to the emergency room after they had coded and were externally rescued. The patient was intubated and in renal failure. It was noted that the right ventricular (rv) lead exhibited loss of capture and increased thresholds. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.